Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Reprograming of the device and a potential defibrillator threshold test (dft) were discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Reprograming of the device and a potential defibrillator threshold test (dft) were discussed. The patient will continue to be monitored. Additional information was received from the field mentioning that the dft was completed, and shock lead impedance was within normal limits. They decided to remove life vest from patient and will continue monitoring. This device remains in service. No further adverse patient effects were reported.